Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/05/2014 with the following findings: a review of the pump¿s black box history showed that multiple power reboots had occurred. Visual inspection revealed that the battery compartment was cracked below the grip pad. The returned battery cap was able to be fully secured to the pump and was used to complete all testing. During testing, the pump powered on with audio tones, but there were no vibrations and the display was blank. No power losses occurred. The pump case was removed and the display screen was found to be cracked in multiple places. A test display was inserted and found to function properly. The power issue was observed in the pump history but was not able to be adequately investigated due to the unrelated blank display issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that the pump would not power on. It was noted that a new battery was inserted and the pump was still unable to power on appropriately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.